Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt vibratory notification while working out. Patient was seen in clinic, post paced non sustained t- wave over sensing was observed. Programming changes were made. Patient was stable before during and after the event.